Manufacturer narrative:
Pump monitored for several days and no blank display noted. Pump passed the displacement test. Pump received with normal operating current. Pump passed self test. Pump passed off no power test. No unexpected low battery alarm anomalies noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was not working and turned off. Customer also reports that they had low battery alert. Customer¿s blood glucose was 98mg/dl at time of incident. Customer performed troubleshoot but display did not returned. Customer advised to discontinue use of insulin pump and revert to back up plan as per hcp¿s instructions. Insulin pump will be return for analysis.